Manufacturer narrative:
(B)(6). Review of instrument data provided showed no indications of a systemic analyzer issue. It also concluded that the discrepancies were due to the samples being near the limit of detection (lod) of the assay. Furthermore, if the customer re-tested the sample using another test platform, the differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged positive sars-cov-2 targets generated with the cobas sars-cov-2 and influenza a/b assay (scfa) with the cobas® liat® system. (B)(6) 2021, 3 patient samples generated sars-cov-2 positive, a repeat testing of one of the 3 samples with the xpert xpress sars-cov-2 generated a negative result. According to the customer 2 of the samples were repeated with another cobas® liat® system and the results were negative. No detailed information was provided of the sample ID. The negative results were reported to the patient and / or medical personnel. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance three (3) mdrs will be filed.